Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment he received "m31 air detected in cassette warning" alarms and cancelled treatment. When the patient removed the cassette there was fluid leaking inside the pump door. He did not see air bubbles anywhere and stated the lines were dry. The patient reverted to manual exchanges to complete treatment and the cycler was replaced. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient was not required to come into the clinic, no prophylactic medication was provided and she did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient has been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was retained and was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and completed on the cycler with no issues noted. A patient sensor calibration check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.